Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as red, raised bumps with itching located underneath the sensor patch. Patient consulted with her health care provider who advised that she try tegaderm as a skin barrier. The affected area was treated with non-prescription emprizone. No additional event or patient information was provided. No product or data was returned for investigation. However, photos of the reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.